Event description:
A healthcare facility reported to fisher and paykel healthcare that the heater wire in 4 units of rt329 infant continuous flow breathing circuit were found to be too short. This was detected upon an "out of box" inspection prior to pt use. No pt consequence was reported.

Manufacturer narrative:
The device is currently an route to the manufacturer for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forwarded as soon as the device has been returned and investigation results become available.